Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor was providing glucose readings in the dexcom app while the ilet pump was not displaying readings for a period after the user awoke, consistent with intermittent communication failure limited to the ilet and related to the antenna/electrical communication pathway. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet characterized as intermittent communication failure, with the involved device component identified as the antenna/electrical communication interface. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.